Manufacturer narrative:
B5 additional information added. D9 updated.

Event description:
Us clinical narrative: (updated 2026-5-13). An impella cp pump and automated impella controller (aic) were supporting a 58 year old female patient with a history of congestive heart failure and was in acute decompensation. The aic alarmed during the support for a controller error. The team troubleshot by removing and replacing the aic with a backup. There was no noted harm from the interruption and support proceeded on second aic. Further clinical details have been requested, but to date the only other patient information shared is that the patient transferred on the cp support to a second hospital where the pump was exchanged and in following days care was withdrawn due to a dead bowel. The death outcome will be investigated and reported upon in the pump support. This aic replacement was performed with no clinical consequence to the patient.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an error occurred on an automated impella controller. The controller was exchanged for a new one to continue patient support. No patient harm was reported.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.